Manufacturer narrative:
The investigations found: for 3 events: the investigation could not identify a product problem. The cause of the event could not be determined. The follow up/corrective actions were: for 2 events: none. For 1 event: the analyzer was examined for obstructions or abnormal operation. Check tests were performed and these passed. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>3</noe> malfunction events. Erroneous high results were generated by the cobas integra 400 plus. The events involved a total of 3 patients with the following: 1 erroneous result for ureal urea/bun. 1 erroneous result for vanc2 vancomycin. 1 erroneous result foralp2 alkaline phosphatase. The patients' ages ranged from 63 to 70 years. There were 2 males.